Manufacturer narrative:
The reported event of the black power lead being damaged as a result of the patient getting it snagged in the woods was confirmed during visual inspection. The evaluation of (B)(4) revealed the black power connector was separated from the power lead. Despite the fact that the black power lead was damaged, the returned system controller was still able to operate the pump on just the white power lead. The log file successfully retrieved and the majority of the events recorded in the log file contained routine alarm events with no notable changes in the data values with the pump power, speed or voltage. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was walking through the woods when he snagged his black sys controller lead on something and it broke in half. Immediately after it broke, he received red heart alarms on his controller and became unconscious. The pt's son was with him at the time of the incident and responded by exchanging the sys controller. After the sys controller was exchanged the alarms ceased and the pt regained consciousness. The pt was admitted for observation in stable condition. The vad coordinator attempted to interrogate the sys controller with the broken power cable, but was unsuccessful.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.